Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to a wire poked through the lead. A new lead with the same model was implanted. No adverse patient effects were reported.